Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "air in line error" was not reproduced. Evaluation had sent the device to the flow line for air in line testing with a passing result. A review of the event history log revealed multiple "air-in-line! " messages however, the log cannot be used to determine f an alarm is true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line error. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.